Event description:
The customer contacted siemens to report that one false negative hepatitis c virus (ahcv, anti-hcv) patient sample test result was obtained from an advia centaur xpt analyzer. It is unknown if the test result was reported to a physician(s). It is unknown if the sample was repeated. Test result data was not provided. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The customer contacted siemens to report that one false negative hepatitis c virus (ahcv, anti-hcv) patient sample test result was obtained from an advia centaur xpt analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse replaced the acid and base pumps along with their corresponding teflon valves. The cse replaced the 2-way valves for the diluter 3 mechanism. The cse aligned and adjusted the reagent 3 (r3) probe. The cse primed the analyzer and ran quality control materials with acceptable results. The cause of the false negative ahcv is unknown. Mechanical issues contributed to the event. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.